Event description:
It was reported that the external pulse generator had no power, even with a new battery. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: the generator was returned and analysis confirmed the customer comment that the unit had no power, this was attributed to one battery contact not being fully seated, and it was replaced. Analysis also found the upper case and one bail cover broken, the lower case, upper case, battery release and lead flex cover contaminated, the battery release spring bent, the lead flex o-ring and the battery drawer o-ring missing, the keyboard scratched and the serial number label damaged. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had no power, even with a new battery. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.